Event description:
Terumo received the following information: the 6fr glidesheath slender was packaged with the incorrect wire. The package had a .025 wire instead of the .021 wire. There was no patient involved.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E3: occupation: materials manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.